Event description:
It was reported that the patient underwent a hip revision for unknown reasons. During the procedure, it was noted that a tm shell was revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.